Manufacturer narrative:
Concomitant products: dtma1d4 crtd implanted (B)(6) 2020; 6947m62 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an endocarditis infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced approximately six days later. No further patient complications have been reported as a result of this event.